Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 1.20mm x 8mm emerge¿ balloon catheter was selected to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured. The pressure decreased and back-flow of blood was observed. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's statys was good.